Event description:
A peritoneal dialysis (pd) patient reported drain complications and peritonitis. The pd nurse confirmed the patient had touch peritonitis. The following is based on the medical records provided by the patient's treatment facility. The culture report showed no growth and many white blood cells (wbc). The patient was treated with ancef 2g intra-peritoneal. On (B)(6) 2014 the patient's effluent was clear and no further signs or symptoms of peritonitis and the patient continued treatment with ancef 2g for a further 14 days.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the physician's assessment of the reported information and the plant's investigation. Related MDR: 8030665-2014-00169.